Event description:
High shock impedance was reported on this lead in (B)(6) 2019. The lead was capped on (B)(6) 2019 due to high shock impedance and fracture.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.